Event description:
It was reported that two pta balloon dilatation catheters that were intended to post dilate stents in the iliac artery failed to cross through the stents. Reportedly, attempts were made with two different catheters, however, the devices failed to cross through the stents. The pta balloons were never inflated as they could not cross the stents. Upon withdrawal, it was observed that the outer lining of both balloons were shredded. Another pta balloon dilatation catheter was used to successfully complete the procedure. There was no report of injury to the pt and imaging demonstrated good patency results.

Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The devices have been returned for eval, and the investigation is currently underway.